Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by technical support, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise.